Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - distractor assembly (adjustable-vector alveolar ridge distractor and/or multi-vector distractor)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article lu, t. And et al. (2016) simultaneous maxillo-mandibular distraction in early adolescence as a single treatment modality for durable correction of type ii unilateral hemifacial microsomia: follow-up till completion of growth. Journal of cranio-maxillo-facial surgery, volume 44: 1201-1208. The purpose of this article was to present favorable experience using single-treatment simultaneous maxillo-mandibular distraction in early adolescent pruzanskyekaban type ii hemifacial microsomia (hfm) patients. This retrospective study occurred between 2007-2012. The study include seven (7) patients with consecutive type iia/b hfm treated with simultaneous maxillo-mandibular distraction. There were four (4) females and three (3) males between the ages of 12 to 16 years (average 13.7 years). The mean follow-up time was 4.9 years (range: 3-7 years). This is report 1 of 1 for (B)(4). This report is for an unknown - distractor assembly (adjustable-vector alveolar ridge distractor and/or multi-vector distractor) and refers to patient 6 (female, (B)(6)) who had mild pin-tract infection and loosening treated conservatively with antibiotics until completion of distraction.